Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that more than 20 bd ultra-fine¿ pro pen needles were difficult to operate, and unable to deliver medication. The following information was provided by the initial reporter: the customer informed us that she had (B)(6)pen needles out of (B)(6)where no liquid flew out of the needle. The pen was blocked when she pushed it. Now she used the second box and there are also needles with the same problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that more than 20 bd ultra-fine¿ pro pen needles were difficult to operate, and unable to deliver medication. The following information was provided by the initial reporter: the customer informed us that she had 20 pen needles out of 105 where no liquid flew out of the needle. The pen was blocked when she pushed it. Now she used the second box and there are also needles with the same problem.